Manufacturer narrative:
The customer reported that the central nurse's station (cns) spontaneously shut down, and would not fully boot back up. It showed a black screen and displayed a, "loading os..." Error message and stayed that way for a couple of hours. Additional troubleshooting pointed to a hard drive failure. They will be provided with a replacement hard drive to resolve the issue. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the central nurse's station (cns) spontaneously shut down and would not fully boot back up. It showed a black screen and displayed a "loading os," error message and stayed that way for a couple of hours. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) spontaneously shut down and would not fully boot back up. It showed a black screen and displayed a "loading os..." Error message and stayed that way for a couple of hours. Additional troubleshooting pointed to the failure of the hard drives. Service requested / performed: troubleshooting. On 10/13/2020, nka rc shipped replacement hard drives to the customer to resolve the issue (# 9000006111a). Investigation summary: the root cause of the issue is determined to be hard drive failure. When hard drives fail, this failure can manifest in different ways. There can be an error message, or the device may reboot, or the device screen could "freeze." The unit may sometime then restart, or the device may need to have the hard drives replaced. Sometimes the unit can be rebuilt by the backup disk (i.e., the system has redundant array of independent disks (raid), which puts multiple hard drives together to improve performance). Hard drive failures probably attributable to reaching the end of expected useful life (approximately 20,000 hours of use - every two years). In this incident, the device has been in use for 5.5 years with no history of hdd replacement, and hard drive degradation is most likely the cause of the device failure. The reported issue does not require further investigation through CAPA process. Hha has been completed for the cns-6201a hard drives failure. CAPA 19-022 was initiated and rejected based on the rationale provided in hha 20-001. The problem does not warrant/require a CAPA. The following fields are not applicable (na) to the MDR report: b2 b6 b7 d4 lot # & expiration date d6a & d6b d7b f1 - f14 g4 device bla number g5 g7 h7 h9 the following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6 d10 additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h10 additional manufacturer narrative.

Event description:
The customer reported that the central nurse's station (cns) spontaneously shut down and would not fully boot back up. It showed a black screen and displayed a "loading os..." Error message and stayed that way for a couple of hours. Additional troubleshooting pointed to the failure of the hard drives. No patient harm was reported.